Event description:
It was reported that some thumbnail images on the 9900 system are not appearing on the screen. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been requested. Hard drive. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.